Event description:
Pt was post-op tracheotomy, who was transported to recovery room on a vent. Within 30 minutes, pt started losing heart rate and blood pressure permeter - emergency medications were given, but pt lost pulse. Pt was taken off ventilator and ambu bagged by hand. Vent would not cycle. Pt recovered, was placed on another ventilator, and became stable.